Event description:
It was reported that this right ventricular lead was explanted due to the patient experiencing pain. It was also noted that this is a chronic pain patient. The patient system was replaced for an atrial pacing only. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.